Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had no label or missing label information (all packaging levels). The following information was provided by the initial reporter: the customer stated "it was found that 100ea sst tube has no minimum unit label." The event description was translated from chinese to english. This event occurred 100 times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had no label or missing label information (all packaging levels). The following information was provided by the initial reporter: the customer stated "it was found that 100ea sst tube has no minimum unit label." The event description was translated from (B)(6) to english. This event occurred 100 times.